Manufacturer narrative:
The ventilator was in use with a patient at the time of the issue. The ventilator was swapped with a good one. There was no medical intervention, no harm. The field service engineer (fse) provided remote support to the customer. The customer disconnected ac and disconnected battery, reconnected ac, and the issue continued. Found no power to the power management board. Found ac not present to the power supply. The fse advised the customer to replace the ac inlet module, battery, and power management, respectively. Upon attempt to retrieve device repair and operational status, the customer informed that the reported issue was resolved by changing/replacing power management printed circuit board assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported the ventilator lost all power while in use with a patient. The customer reports that the remote alarm sounded. The customer is unsure if the vent alarm sounded. The ventilator was in use with a patient at the time of the issue. The customer could not answer whether the patient received intervention such as hand bagging or resuscitation, though no harm was reported. The field service engineer (fse) provided remote support to the customer. The customer disconnected ac and disconnected battery, reconnected ac and the issue continued. Found no power to power management board. Found ac not present to power supply. Power to end of power cord. The fse advised the customer to replace the ac inlet module.